Event description:
Parent of child reported he took his child's temperature using bd oral mercury glass thermometer and child bit it and thermometer broke in the child's mouth. Call was disconnected as father was taking child for medical attention.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.